Event description:
It was reported to philips unit has a bad touchscreen. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The customer claims the touchscreen does not work even after calibration and the bezel is cracked and may have a faulty navigation ring. Philips remote service technician advised the customer to replace the touchscreen and provided part identification for touchscreen and opened an action assignment to address the faulty navigation ring. Further information is pending.

Manufacturer narrative:
Device was being set up for patient use when the issue was discovered. The customer reported a delay in therapy, but no patient harm or injury reported. The field service engineer (fse) replaced the touchscreen to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. If additional information is received at a later date, this complaint will be re-opened and a supplemental report will be submitted.

Event description:
It was reported to philips unit has a bad touchscreen. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. The customer claims the touchscreen does not work even after calibration and the bezel is cracked and may have a faulty navigation ring. Philips remote service technician advised the customer to replace the touchscreen and provided part identification for touchscreen and opened an action assignment to address the faulty navigation ring. Further information is pending.